Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 0 units. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 240 mg/dl. Reportedly, the customer loaded a new cartridge. Multiple attempts were made by tandem technical support to follow up if the customer had received an accurate fill estimate; however all were unsuccessful.